Event description:
During surgery the stem became stuck, one of the tools also bent. This issue caused a 1 hour delay in surgery.

Manufacturer narrative:
Examination of the returned device confirms the observation. The instrument has been bent. The root cause is attributed to use error. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.